Event description:
It was reported that the patient underwent an spectra penile prosthesis (spp) replacement surgery due to unspecified reasons. During the procedure, the spp was removed and a new tactra device was implanted. No additional information was reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.